Manufacturer narrative:
(B)(4).

Event description:
The patient no longer felt stimulation. The physician decided to replace the lead and extension. During surgery, the impedance measurements were very high. The patient was very active which would be an explanation of the dysfunction of the system. The patient was okay.